Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) requested review of a ventricular episode stored by this pacemaker system. Technical services (ts) reviewed per request. Ts advised there is noise observed on the right ventricular channel. This noise is oversensed and resulted in inhibition of pacing. The hcp provided the pacemaker had been reprogrammed to a fixed sensitivity. Noise was reproducible by the hcp in clinic. Ts noted the patient was not dependent and provided troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.